Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent open incisional hernia repair on (B)(6) 2012 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2012, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: infection, abdominal wall abscess, drainage, mesh removal, additional surgery . Additional event specific information was not provided.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: [missing records: records for ¿left inguinal hernia repair 1980s¿ were not provided]. (B)(6) 2010: (B)(6) medical center. (B)(6), md. Radiology ¿ CT abdomen/pelvis. Indication: abdominal pain. Impression: pneumoperitoneum as described indicative of perforation. The likely source is the duodenum. Trace perihepatic ascites. Sigmoid diverticulosis. (B)(6) 2010: (B)(6). (B)(6), md. Office note. S/p laparotomy for perforated duodenal ulcer. Abdomen soft, wound clean/healing well, no tenderness/guarding, no hernias. Assessment: stable postop. (B)(6) 2012: (B)(6) medical center. Implant record. Implant site: abdomen. Bard® mesh. Size: 10¿ x 14¿ / (26cm x 36cm). [000005]. (B)(6) 2012: (B)(6) medical center. (B)(6), md. Emergency record. Poss [sic] infection of hernia site. Hernia wound infected x 2 weeks, wound open, no fever no pain, mid abdominal surgical site open, mesh exposed, scheduled for surgery tomorrow. Exam: about 1-inch wide deep opening to mid abdominal area, over surgical site with packing in place. Some serous discharge on dressing noted, no foul smell. Diagnosis: exposed hernia mesh with possible infection. (B)(6) 2012: (B)(6) medical center. Implant record. Operation: removal of infected abd mesh and repair of inc. Hernia with mesh bio. Implant site: abdomen. Gore® dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp03. Lot batch code: 8610183. W.l. Gore & associates. Exp: 2013/09. [000034]. (B)(6) 2012: (B)(6) medical center. [Provider ni]. Microbiology. Culture type: aerobic/anaerobic culture. Body site: abdominal wound. Gram stain: no wbc, no organisms seen. Final report-isolate #1: light growth of proteus mirabilis, and after 48 hours slide coagulase negative staphylococcus species isolated. (B)(6) 2012: (B)(6). (B)(6), md. Office note. Cc: s/p return to or for incision and drainage and removal of infected incisional mesh. Subjective: doing well. Jp drain in place; drainage appears to be 90 to 100 ccs a day from last week; drain will remain in place. Tolerating diet, having regular bowel movements. Objective: wound clean, dry and intact, interrupted nylon sutures in place. Post-op day 7; sutures will remain for another 3 days, as well as the drain. Plan: f/u 3 days, possible drain removal. (B)(6) 2012: (B)(6). (B)(6), md. Office note. Objective: wound clean, healing well. Jackson pratt draining approx. 60 cc over last 24 hours; appears clearer and less turbid. Plan: continue jackson pratt drainage and abdominal binder. Return in 3 days. (B)(6) 2012: (B)(6). (B)(6), md. Office note. Cc: f/u visit; doing well, no complaint. Objective: abdomen flat, soft, non-tender; no redness or fluctuance. Jackson pratt drained approx. 80 ccs; has been in for 2 weeks, therefore removed. Surgical incision site sutures also removed without difficulty. Assessment: stable post-op. Plan: can remove antibiotic bandage that was re-applied today in 24 hours; start showers. Stressed to him that he must wear abdominal binder as much as possible to try to minimize the potential for re-accumulation of the seroma. Return to office in 2 weeks. (B)(6) 2012: (B)(6) medical center. (B)(6), do. Radiology ¿ CT abdomen/pelvis. Indication: status post hernia repair. Rule out abdominal wall abscess. Findings: there is a ventral abdominal wall mesh identified. There is a diffuse infiltrative change involving the abdominal wall and the subcutaneous soft tissues. Impression: ventral abdominal wall mass with surrounding infiltrative change and fluid with small air-fluid cavities noted superiorly. Findings suggest postoperative inflammatory fluid collections and correlation with surgical history is recommended. (B)(6) 2012: (B)(6) medical center. Implant record. Implant sticker. Operation: I & d abdominal wall abscess. Manufacturer: gore. Implant site: abdomen. Gore® bio-a® tissue reinforcement. Ref catalog number: fs2020. Lot batch code: 10404253. Use by: 2015-05. [000039]. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect- clinical code h6: updated investigation findings h6: updated investigation conclusions h6: health effect impact code: f1903: device explantation the investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes (1930, 1690, 2225) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Medical records: ¿ the known medical records span (B)(6) 2010 through (B)(6) 2012 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. ¿ records from (B)(6) 2010 through (B)(6) 2012 were not provided. Patient information: medical history: ¿ hiatal hernia ¿ incisional hernia ¿ umbilical hernia ¿ diverticulosis ¿ morbid obesity ¿ peptic ulcer disease ¿ post-operative wound infection with contaminated exposed mesh (marlex) ¿ smoker o ¿smoked approx. One pack of cigarettes daily from age 17 until 2007¿ [49 years] prior surgical procedures: ¿ left inguinal hernia repair ¿ (B)(6) 2010: exploratory laparotomy, repair of a perforated duodenal ulcer, omental patch ¿ (B)(6) 2012: abdominal incisional hernia repair relevant medical information: ¿ (B)(6) 2010: ¿presents w/ abdominal and back pain. Vague abdominal symptoms, not feeling well followed by lower back and suprapubic pain. 1 bout of emesis day prior to admission.¿ ¿abdomen; somewhat obese, mild tenderness with guarding in upper abdomen, more on right side. No palpable mass. CT scan: free peritoneal air consistent w/perforated hollowed viscus. Assessment: perforated hollowed viscus, probable perforated duodenal ulcer. Rule out perforated diverticulitis.¿ ¿ (B)(6) 2010: exploratory laparotomy. Omental patch of perforated duodenal ulcer with peritoneal lavage. ­ ¿midline incision was made in the epigastrium from the xiphoid to just above the umbilicus and carried deep through the skin and subcutaneous tissue through the linea alba and parietal peritoneum to gain access in the peritoneal cavity. The falciform ligament was isolated and divided between 0 vicryl ligature. Exploration of the right upper quadrant immediately showed free gastric duodenal contents. The gastroduodenal sweep was then isolated and there was a full thickness perforation along the anterior superior duodenal wall of the first part of the duodenum. The duodenum was then kocherized as the gastroduodenal sweep was then brought up towards the operative field. This allowed for clear visualization and definition of the extent of perforation. Width of the defect was approximately 1 cm and there were no surrounding tumor findings on clinical evaluation. Width of the defect did not allow for primary re-approximation. A segment of the omentum was then mobilized using the harmonics scalpel to create a flap of omentum from the transverse colon. On the proximal transverse colon, the omentum which had been divided along its length was brought up and then appeared to be a patch of the duodenal perforation. Using 4 ___ [sic] 2-0 silk sutures placed full thickness across the wall of the duodenum. The omentum was placed over the perforation and the 2-0 silk sutures tied to keep the omental patch in place to seal the perforation. The peritoneal cavity was then copiously irrigated with 4 liters of warm saline to irrigate all four quadrants and the pelvis. A 10-jackson-pratt drain was then placed in morison pouch and brought out through a separate stab wound in the right side of the abdomen. After complete irrigation of the peritoneal cavity had been accomplished, the left half of the omentum was then passed and placed over the previous patch for second layer and this was tacked to the serosa of the first part of the duodenum to keep this lip of omentum in place over the already patched area. After hemostasis was assured, the wound was closed using looped #1 pds starting at both ends and tied in the middle reinforced by #1 full thickness vicryl sutures. The drain was secured suing 2-0 silk and dry dressings were applied.¿ ¿ (B)(6) 2010: ¿s/p [status post] laparotomy for perforated duodenal ulcer. Abdomen soft, wound clean/healing well, no tenderness/guarding, no hernias.¿ ¿ (B)(6) 2012: ¿probable postop incisional hernia after significant weight gain.¿ ¿ (B)(6) 2012: CT abdomen/pelvis: ¿large anterior abdominal wall hernia 19 cm in transverse dimension with a neck of approx. 11 cm. Sliding esophageal hiatal hernia. Diverticulosis of coli.¿ ¿ (B)(6) 2012: ¿continues to speak of gaining weight; indicated not eating much. Abdomen obese. Reducible defect in epigastrium, non-tender. Assessment: abdominal incisional hernia, obesity. Advised him weight makes surgery difficult. Schedule for repair of incisional hernia after medical clearance/cardiologist evaluation.¿ ¿ (B)(6) 2012: repair of incarcerated abdominal incisional hernia using marlex mesh ­ ¿this is a 71-year-old gentleman who several years ago had undergone exploratory laparotomy for perforated peptic ulcer disease through an upper abdominal midline incision. He had been doing well. He apparently gained at least 40 pounds since then and now has a large irreducible epigastric incisional hernia, presents for herniorrhaphy.¿ ­ ¿in the epigastrium, there was a large fascial defect. It extends from the xiphoid to the supraumbilical region. The skin was excised elliptically to remove the old scar and this was carried down into the subcutaneous tissue where a large hernia sac was identified. The sac was dissected along its interface with the subcutaneous tissue down to the edge of the fascial ring. After complete mobilization of subcutaneous tissue from the peritoneal sac, the fascial defect was clearly defined. The extent with the defect was approximately 12 x 8 cm. There was a sliding component to the peritoneal sac and the sac was opened with omentum trapped in the sac itself. These adhesions were divided to reduce all the peritoneal contents back into the anatomical peritoneal cavity. The peritoneum was then closed using running 0 vicryl suture. The peritoneum was dissected from the undersurface of the anterior abdominal wall to create a space between the posterior rectus sheath and the peritoneum. The dissection was carried at approximately 5 cm from the edge of the fascia. A piece of marlex mesh was then placed on top of the peritoneum and secured full thickness to the undersurface of the anterior abdominal wall using multiple mattress sutures of 0 vicryl. After securing the mesh to the undersurface of the anterior abdominal wall, secondary piece of mesh was then placed on top of the anterior wall of the fascia and secured around its periphery using multiple interrupted 0 vicryl sutures. After completion of securing of second piece of mesh, the subcutaneous tissue was tacked back to the anterior abdominal wall and the marlex mesh using 0 vicryl sutures. Subcutaneous tissue was reapproximated using 2-0 vicryl and skin was closed using skin staples.¿ implant preoperative complaints: ¿ (B)(6) 2012: ¿presents w/ concerns that wound is infected. Denies fever/chills. Noticed drainage from wound. Exam: has skin fold over top of wound, when laying supine reveals wound. Wound has purulence surrounding it and erythema, redness. Upon removing steri-strips, there was small opening in wound which had significant amount of drainage consistent w/ fat necrosis, but not purulence. Packed wound w/ iodofoam; did not notice evidence of the mesh or purulent drainage.¿ ¿ (B)(6) 2012: ¿daughter states she noticed wound is closing, drainage decreasing, not consistent with pus, just clear drainage. Exam: wound granulating adequately. Minimal drainage.¿ ¿ (B)(6) 2012: ¿seen and examined a week and a half ago for wound infection s/p incisional hernia repair done 3 weeks ago. Wound is now completely open where the mesh is now exposed and contaminated. Being directly admitted for removal of this mesh and repair of the bio-mesh.¿ ¿ (B)(6) 2012: ¿a 71-year-old man who had presented with a large incisional hernia. He had undergone repair of the incisional hernia with placement of marlex mesh. He is morbidly obese, had presented with serous drainage and subsequently had the subcutaneous tissue separated and had presented to the office with the marlex mesh been [sic] exposed.¿ implant procedure: debridement of abdominal wound, removal of marlex mesh and repair of abdominal incisional hernia using sympathetic [sic] biodegradable mesh. Implant: gore® dualmesh® plus biomaterial ((B)(6)/1dlmcp03) 10 cm x 15 cm, oval. Implant date: (B)(6) 2012 ¿ description of hernia being treated: ¿abdomen was prepped and draped in the usual sterile fashion. The wound was examined, the marlex mesh was exposed. There was no gross suppuration. No odor. No frank pus. The entire opening of the skin and subcutaneous tissue was debrided away down into the subcutaneous tissue. The mesh was noted to be unincorporated anteriorly, but posteriorly was adherent to the peritoneum and the preperitoneal fat. Laterally, the mesh was firm within the fascial level. The mesh was excised with moderate attempts to separate it from the incorporate fascia but where the mesh was totally incorporated, the fascia was not resected. There are fragments of mesh still in the lateral aspects of the wound, especially in the fascia. Where the mesh was totally incorporated, it was not removed with a viable ____ [sic] or otherwise is abnormal tissues. The wound was then copiously irrigated with antibiotic pulse irrigation with care taken to irrigate out the entire wound, especially along the fascial edges.¿ ¿ implant size and fixation: ¿a dualmesh synthetic mesh was then placed with the smooth side oriented towards the peritoneum. The edges were then secured using multiple interrupted mattress sutures of 0 vicryl to good healthy and intact fascia. After the synthetic mesh was placed, the wound was once again irrigated with antibiotic saline solution. A #10 jackson-pratt [jp] drain was placed and on top of the mesh and brought out through a separate stab wound in the left side of the abdomen. Subcutaneous tissue was reapproximated using #1 vicryl to reduce the potential dead space and the skin was closed using mattress stitches of 0 nylons. The drain was secured with a nylon stich. Dry dressing was applied.¿ ¿ no post-operative records were provided. Relevant medical information: ¿ (B)(6) 2012: pathology: ¿abdomen-removal of mesh. Abdominal skin and subcutaneous tissue with a wound lined by fibrin and granulation tissue. Nylon mesh surrounded by fibrosis with foreign body giant cell type reaction and granulation tissue and acute and chronic inflammation.¿ ¿case clinical information: infected abd mesh. Gross description: the specimen is received in formalin labeled with the patient¿s name and ¿abdominal mesh and skin¿ and consists of three pieces of disrupted white nylon mesh with some attached soft tissue measuring in aggregate 19.9 x 13 x 0.8 cm. Representative sections are submitted in cassette 1. Also received is a piece of skin and underlying soft tissue measuring 9.2 x 1.4 cm and 5.2 cm thick with a gaping wound measuring 4.8 x 0.8 cm. The wound has an empty cavity with a necrotic wall. Also received are multiple fragments of tan -yellow congested soft tissue measuring in aggregate 5.4 x 3.2 x 1.1 cm. Representative sections of the skin and soft tissue are submitted in two cassettes.¿ ¿ (B)(6) 2012: microbiology: ¿abdominal wound.¿ ¿final report-isolate #1: light growth of proteus mirabilis, and after 48 hours slide coagulase negative staphylococcus species isolated.¿ ¿ (B)(6) 2012: ¿s/p return to or for incision and drainage and removal of infected incisional mesh. Subjective: doing well. Jp drain in place; drainage appears to be 90 to 100 ccs a day from last week; drain will remain in place. Tolerating diet, having regular bowel movements. Objective: wound clean, dry and intact, interrupted nylon sutures in place. Post-op day 7; sutures will remain for another 3 days, as well as the drain.¿ ¿ (B)(6) 2012: ¿wound clean, healing well. Jackson pratt draining approx. 60 cc over last 24 hours; appears clearer and less turbid.¿ ¿ (B)(6) 2012: ¿f/u [follow up] visit; doing well, no complaint. Objective: abdomen flat, soft, non-tender; no redness or fluctuance. Jackson pratt drained approx. 80 ccs; has been in for 2 weeks, therefore removed. Surgical incision site sutures also removed without difficulty. Assessment: stable post-op. Plan: can remove antibiotic bandage that was re-applied today in 24 hours; start showers. Stressed to him that he must wear abdominal binder as much as possible to try to minimize the potential for re-accumulation of the seroma.¿ explant preoperative complaints: ¿ (B)(6) 2012: history and physical: ¿71 year-old-male s/p removal of infected mesh and drainage of intra-abdominal abscess on (B)(6) 2012, now presents with c/o of a 24-hour acute onset of excessive drainage from a small hole superior to incision. Daughter states approx. 24 hours ago was in his usual state of health with no issues when they noticed a break in the incision and significant amount of drainage described as an orange blood-tinged drainage evacuated the wound for about the last 12 hours. Denies fever, chills, nausea, vomiting, abdominal pain, diarrhea or constipation. Tolerating diet, having regular bowel movements. Upon evaluation in office, I opened wound slightly to appreciate whether this was a superficial issue and there was a significant amount of drainage that I removed at that time, also noticed significant amount of redness. Sent to hospital for direct admission, IV hydration, IV antibiotics and preop planning. Assessment: anterior abdominal wall abscess, likely due to rejection of the previous mesh.¿ ¿ (B)(6) 2012: CT abdomen/pelvis: ¿ventral abdominal wall mass with surrounding infiltrative change and fluid with small air-fluid cavities noted superiorly. Findings suggest postoperative inflammatory fluid collections and correlation with surgical history is recommended.¿ ¿ (B)(6) 2012: ¿this is a 71-year-old man who presented with an abdominal incisional hernia. He had a large abdominal defect, was repaired initially with mesh. He developed a large seroma and after drainage of the seroma, the mesh became exposed. He was taken back to the operating room where that the mesh was removed with some incorporated aspect of the mesh. Most of that mesh was removed except for the incorporated tissues. A dualmesh impregnated with antibiotics had been placed at that time and he was discharged home with jackson-pratts. Those jackson-pratts were removed and he was in a stable state and developed a large collection of serous fluid and was readmitted for possible infected serous fluid. That fluid has since continued to drain and he presents now for surgical drainage of that collection with examination of the wound.¿ explant procedure: exploration of the anterior abdominal wall, drainage of abdominal wall collection , removal of previous mesh and placement of synthetic mesh. Explant date: (B)(6) 2012 ¿ ¿abdomen was prepped and draped in the usual sterile fashion. He had a 3 mm opening to the midline surgical incision that was actively draining serous fluid. No obvious purulence was noted, but there is some redness to the surrounding tissues. Cultures were taken. The wound was opened down into a cavity where there was a large space. The mesh was identified. It did not demonstrate any evidence of incorporation and was therefore removed without any difficulty. The wound itself did not demonstrate any suppuration or purulence. No obvious pus was identified. The fascial edges were then identified. The wound was copiously irrigated with bacitracin and saline solution. A synthetic mesh [absorbable] was then placed and sutured using 0 vicryl to the anterior fascia to support the fascial defect. After this was placed, two jackson-pratts were placed in the lateral aspects of the wound and brought out through separate stab wounds along the anterior abdominal wall. The midline incision was then closed using interrupted 2¿0 vicryls and the skin was closed using 2¿0 nylon mattress sutures. After placement of the sutures, a dry pressure dressing was then applied as the jackson-pratts were secured at the skin level using 2¿0 silk sutures.¿ ¿ records indicate a gore® bio-a® tissue reinforcement device was implanted during the (B)(6) 2012 procedure, however the complaint does not allege that it was involved in an adverse event. ¿ microbiology reports for cultures and specimens collected during the (B)(6) 2012 procedure were not provided. Relevant medical information: ¿ (B)(6) 2012: pathology: ¿the specimen is received in formalin labeled with the patient¿s name and ¿abdominal tissue and mesh¿ and consists of a 12.5 x 12.3 x 0.1 cm piece of synthetic material and multiple tan-pink to yellow necrotic and hemorrhagic fibrofatty tissu e fragments one of which with attached piece of tan skin measuring 7.5 x 6.8 x 3 cm in aggregate. The ellipse of skin has a linear scar measuring 7 cm in length.¿ ¿ (B)(6) 2012: discharge summary: ¿admitting/discharge dx [diagnosis]: abdominal wall abscess. Contaminated prosthetic material. Major operation (B)(6) 2012. Drainage of abdominal wall collection, removal of previous prosthetic mesh, repair of hernia defect using gore-tex bio-a. 71-year-old man who had presented with large abdominal incisional hernia and marked obesity. Repair of incisional hernia several weeks ago. Developed a large seroma that drained and subsequently led to exposure of the mesh from original herniorrhaphy. Admitted at that time with removal of most of the mesh. However, there were several areas of incorporation of the prosthetic material that did not allow for complete removal of previously placed mesh. Treated with antibiotic pulse irrigation of wound. A dual plus mesh was then placed, impregnated with antibiotics to close the defect. Discharged home with a jackson-pratt drain and had been in a steady state; approx. 3 weeks after procedure, started to drain from abdominal wound . Character of drain appeared purulent; readmitted for drainage of wound. At time of admission was well-developed, overweight, but not toxic. Abdominal findings showed a healed midline epigastric surgical scar with an approximate 4 mm opening within the mid-point of the incision that was draining seropurulent non-odorous material.¿ ¿hospital course: essentially unremarkable as started on IV antibiotics and (B)(6) 2012 was taken to the or where previous incision was opened to reveal a large subcutaneous cavity. The more recently placed mesh was noted in the midst of this fluid collection; removed in its entirety. The fascial edges were identified. There were still areas of prosthetic material that had become incorporated in the soft tissue that did not amend itself to complete debridement and no attempt was made to remove every strand of the previously placed mesh that was clinically incorporated. The defect was covered with a sheet of bio-a synthetic absorbable device secured to the anterior fascia. The subcutaneous area was re-approximated back to the anterior abdominal wall in an effort to obliterate the large dead space and two jackson-pratt drains were placed both in the left and right side through separate incisions. Postoperatively, convalescence has been unremarkable. Afebrile, drainage serosanguineous. Operative cultures at 48 hours had no growth. Discharged today with jackson-pratt drains in place with intent to keep in place until drainage is almost 0.¿ conclusions: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ the instructions for use further warns: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ the instructions for use further warns: ¿improper positioning of the smooth, non-textured surface adjacent to fascial or subcutaneous tissue will result in minimal tissue attachment. Persistent seroma may result.¿ the instructions for use further state: ¿use only nonabsorbable sutures, such as gore-tex® suture, with a noncutting needle (such as taper or piercing point) of appropriate size to anchor the device. The use of absorbable sutures may lead to inadequate anchoring of gore® dualmesh® plus biomaterial to the host tissue and necessitate reoperation. For best results, use monofilament sutures. Suture size should be determined by surgeon preference and the nature of the reconstruction.¿there is also a precaution that warns ¿do not use absorbable sutures or cutting needles to secure the device in place.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. Individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 8610183 additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to 11/12/10 were not provided. 11/12/10: consultation. Cc: acute abdomen, perforated hollowed viscus. Hpi: presents w/ abdominal and back pain. Vague abdominal symptoms, not feeling well followed by lower back and suprapubic pain. 1 bout of emesis day prior to admission. Pmh: myxoma of heart; open heart surgery several years ago. Psh: denies prior abdominal surgeries. Social hx: denies smoking, alcoholic abuse. Exam: abdomen; somewhat obese, mild tenderness with guarding in upper abdomen, more on right side. No palpable mass. CT scan: free peritoneal air consistent w/perforated hollowed viscus. Assessment: perforated hollowed viscus, probable perforated duodenal ulcer. Rule out perforated diverticulitis. Plan: surgical intervention indicated. Potential risks/complications of laparotomy any intra-abdominal surgery discussed along with usual potential restrictions and postoperative expectations. Consent obtained to proceed w/exploratory laparotomy. Records for CT scan showing ¿free peritoneal air¿ were not provided. 11/12/10: operative report. Pre/postop dx: perforated hollowed viscus. Procedure: exploratory laparotomy. Omental patch of perforated duodenal ulcer with peritoneal lavage. Complications: none. Indications: ¿this is a 69-year-old man who had presented with abdominal pain and was found that the clinical and radiographic evaluation to have free intraperitoneal air, presents for exploratory laparotomy.¿ description/findings: ¿the patient was placed on the operating table in supine position. General anesthesia with endotracheal intubation was obtained. Abdomen was prepped and draped in use [sic] or sterile fashion. Midline incision was made in the epigastrium from the xiphoid to just above the umbilicus and carried deep through the skin and subcutaneous tissue through the linea alba and parietal peritoneum to gain access in the peritoneal cavity. The falciform ligament was isolated and divided between 0 vicryl ligature. Exploration of the right upper quadrant immediately showed free gastric duodenal contents. The gastroduodenal sweep was then isolated and there was a full thickness perforation along the anterior superior duodenal wall of the first part of the duodenum. The duodenum was then kocherized as the gastroduodenal sweep was then brought up towards the operative field. This allowed for clear visualization and definition of the extent of perforation. Width of the defect was approximately 1 cm and there were no surrounding tumor findings on clinical evaluation. Width of the defect did not allow for primary re-approximation. A segment of the omentum was then mobilized using the harmonics scalpel to create a flap of omentum from the transverse colon. On the proximal transverse colon, the omentum which had been divided along its length was brought up and then appeared to be a patch of the duodenal perforation. Using 4 ___ [sic] 2-0 silk sutures placed full thickness across the wall of the duodenum. The omentum was placed over the perforation and the 2-0 silk sutures tied to keep the omental patch in place to seal the perforation. The peritoneal cavity was then copiously irrigated with 4 liters of warm saline to irrigate all four quadrants and the pelvis. A 10-jackson-pratt drain was then placed in morison pouch and brought out through a separate stab wound in the right side of the abdomen. After complete irrigation of the peritoneal cavity had been accomplished, the left half of the omentum was then passed and placed over the previous patch for second layer and this was tacked to the serosa of the first part of the duodenum to keep this lip of omentum in place over the already patched area. After hemostasis was assured, the wound was closed using looped #1 pds starting at both ends and tied in the middle reinforced by #1 full thickness vicryl sutures. The drain was secured suing 2-0 silk and dry dressings were applied. Total blood loss was approximately 50 cc. There were no intraoperative complications. The patient was transferred to the recovery room in stable condition.¿ 11/12/10: pathology report. Final diagnosis: omentum-biopsy. Adipose tissue with fibrosis and adhesion formation. No malignancy identified. Specimen clinical information: omentum implant. Case clinical information: perforated viscus. Gross description: the specimen is received in formalin labeled with the patient¿s name and ¿omentum implant biopsy¿ and consists of one tan-yellow indurated piece of adipose tissue measuring 1.5 x 1.1 x 0.8 cm. Sectioning reveals tan-yellow fatty cut surfaces. Entirely submitted in one cassette. 12/22/10: office note. Cc: peptic ulcer disease. Hpi: presented for gi evaluation. First week of november presented to jfk hospital for abdominal pain. Found to have free air under diaphragm; exploratory laparotomy resulted in finding of perforated duodenal ulcer that was repaired by omental patch on 11/12/10. Currently denies abd. Pain, distention, diarrhea, constipation, involuntary weight loss. Psh: left inguinal herniorrhaphy repair 1980s. Social hx. Smoked approx. One pack of cigarettes daily from age 17 until 2007, no excessive alcohol. Exam: abdomen; no organomegaly, mass or tenderness. No guarding, rebound or rigidity. No fluid wave or shifting dullness. Vertical mid-abdominal scar noted. Records between 12/22/10 and 6/20/2012 were not provided. 06/20/12: office note. C/o lump midline above umbilicus with gaining significant amount of weight. Denies pain, nausea, vomiting, change in bowel habits. Overweight. Mid line surgical scar in epigastrium with palpable lump just above navel, non-tender. Assessment: probable postop incisional hernia after significant weight gain. Plan: CT scan. 06/27/12: radiology-CT abd/pelvis w/contrast. Indication: abdominal wall hernia. Impression: large anterior abdominal wall hernia 19 cm in transverse dimension with a neck of approx. 11 cm. Sliding esophageal hiatal hernia. Diverticulosis of coli. 07/09/12: office note. F/u. Continues to speak of gaining weight; indicated not eating much. Abdomen obese. Reducible defect in epigastrium, non-tender. Assessment: abdominal incisional hernia, obesity. Advised him weight makes surgery difficult. Schedule for repair of incisional hernia after medical clearance/cardiologist evaluation. 08/09/12: office note. Wound clean, healing well. Staples removed without difficulty; steri-strips applied. Assessment: stable postop. Plan: continue restricted activities. Return 4 weeks. 08/22/12: office note. S/p incisional hernia repair. Presents w/ concerns that wound is infected. Denies fever/chills. Noticed drainage from wound. Exam: has skin fold over top of wound, when laying supine reveals wound. Wound has purulence surrounding it and erythema, redness. Upon removing steri-strips, there was small opening in wound which had significant amount of drainage consistent w/ fat necrosis, but not purulence. Packed wound w/ iodofoam; did not notice evidence of the mesh or purulent drainage. Plan: prescribed keflex. F/u 1 week. 08/29/12: office note. Cc: s/p incisional hernia repair. Denies fever or chills. Daughter states she noticed wound is closing, drainage decreasing, not consistent with pus, just clear drainage. Exam: wound granulating adequately. Minimal drainage. Finished keflex. Plan: advised to continue with wound care, f/u in 2 weeks. 09/10/12: office note. Seen and examined a week and a half ago for wound infection s/p incisional hernia repair done 3 weeks ago. Wound is now completely open where the mesh is now exposed and contaminated. Being directly admitted for removal of this mesh and repair of the bio-mesh. 10/05/12: history and physical. Reason for admission: anterior abdominal wall abscess and wound infection. Hpi: 71 year-old-male s/p removal of infected mesh and drainage of intra-abdominal abscess on 08/03/12, now presents with c/o of a 24-hour acute onset of excessive drainage from a small hole superior to incision. Daughter states approx. 24 hours ago was in his usual state of health with no issues when they noticed a break in the incision and significant amount of drainage described as an orange blood-tinged drainage evacuated the wound for about the last 12 hours. Denies fever, chills, nausea, vomiting, abdominal pain, diarrhea or constipation. Tolerating diet, having regular bowel movements. Upon evaluation in office, I opened wound slightly to appreciate whether this was a superficial issue and there was a significant amount of drainage that I removed at that time, also noticed significant amount of redness. Sent to hospital for direct admission, IV hydration, IV antibiotics and preop planning. Assessment: anterior abdominal wall abscess, likely due to rejection of the previous mesh. Plan: CT scan of abdomen to assess the fluid collection and whether there is any intra-abdominal process, preoperative planning for incision and drainage of the abscess IV antibiotics, IV hydration. Records for CT scan ¿to assess the fluid collection¿ were not provided. 10/09/12: discharge summary. Admitting/discharge dx: abdominal wall abscess. Contaminated prosthetic material. Major operation 10/07/12. Drainage of abdominal wall collection, removal of previous prosthetic mesh, repair of hernia defect using gore-tex bio-a. 71-year-old man who had presented with large abdominal incisional hernia and marked obesity. Repair of incisional hernia several weeks ago. Developed a large seroma that drained and subsequently led to exposure of the mesh from original herniorrhaphy. Admitted at that time with removal of most of the mesh. However, there were several areas of incorporation of the prosthetic material that did not allow for complete removal of previously placed mesh. Treated with antibiotic pulse irrigation of wound. A dual plus mesh was then placed, impregnated with antibiotics to close the defect. Discharged home with a jackson-pratt drain and had been in a steady state; approx. 3 weeks after procedure, started to drain from abdominal wound. Character of drain appeared purulent; readmitted for drainage of wound. At time of admission was well-developed, overweight, but not toxic. Abdominal findings showed a healed midline epigastric surgical scar with an approximate 4 mm opening within the mid-point of the incision that was draining seropurulent non-odorous material. Admitting dx: possible contaminated prosthetic material with re-accumulation of a large seropurulent collection. Hospital course: essentially unremarkable as started on IV antibiotics and 10/07/12 was taken to the or where previous incision was opened to reveal a large subcutaneous cavity. The more recently placed mesh was noted in the midst of this fluid collection; removed in its entirety. The fascial edges were identified. There were still areas of prosthetic material that had become incorporated in the soft tissue that did not amend itself to complete debridement and no attempt was made to remove every strand of the previously placed mesh that was clinically incorporated. The defect was covered with a sheet of bio-a synthetic absorbable device secured to the anterior fascia. The subcutaneous area was re-approximated back to the anterior abdominal wall in an effort to obliterate the large dead space and two jackson-pratt drains were placed both in the left and right side through separate incisions. Postoperatively, convalescence has been unremarkable. Afebrile, drainage serosanguineous. Operative cultures at 48 hours had no growth. Discharged today with jackson-pratt drains in place with intent to keep in place until drainage is almost 0. Discharged on oral cipro and flagyl until all culture reports returned. F/u in office in approx. 1 week. 10/17/12: office note. Cc: s/p incision and drainage of abdominal abscess, removal of contaminated prosthetic material, repair of incisional hernia w/mesh 10/05/12. Subjective: no problems, complaints or concerns. Tolerating diet, having regular bowel movements. States abdomen feels better than it has since previous procedure. Daughter has accurate log of 2 jps that were left from procedure; draining the open space between the skin and mesh. Right drain draining minimally about 5 ccs a day, left drain draining about 40 to 70 ccs a day. Right drain removed; left drain left in place for another week. Objective: wound clean, dry, intact and water tight; staples have been removed; no retention sutures have been removed. Wound reinforced w/multiple steri-strips. No evidence of drainage, redness or edema. Plan: follow up next week for assessment of left jp drain. Completing antibiotics today. 10/25/12: office note. Cc: f/u visit. Objective: wound clean, healing well. No seromas noted. Jackson pratt drain had roughly 30 ccs per day; not completely serous but no purulence noted. No redness or tenderness to abdominal surgical site. Assessment: stable s/p repair of abdominal hernia w/synthetic absorbable mesh. Plan: keep jackson pratt drain in place, return to office 1 week. 11/05/12: history & physical. Cc: shortness of breath approx. 4-5 days. Hpi: seen in ER last night for shortness of breath. Us le showed dvt lle and v/q scan shoed high probability of pe. Underwent surgery for repair of incisional hernia approx. 3-4 weeks ago. This was infected, had to have a mesh reinserted. Had another exposure of the mesh, necessitated another procedure to change the mesh. Since that time has not been as active. Four days ago, started having mild shortness of breath; progressed last few days. Exam: abdomen; soft, scar lower abdomen w/ drain attached, non-tender. Bowel sounds audible. CT abd. Done in october showed ventral abdominal mass w/surrounding infiltrative change. Plan: start on heparin. Request dr. Chungloy, surgeon, to evaluate him for postop care and consideration of IV filter placement. 11/12/12: discharge summary. Admitting dx: pe, dvt s/p surgery. Hpi: admitted for acute shortness of breath; started on heparin drip. Had recently undergone surgical repair of incisional hernia. Incision site was infected, mesh had to be removed, new mesh inserted, which was exposed and had to removed, and a third mesh put in. At time of admission he had a drain; removed during hospital stay. Medications at discharge included coumadin. F/u w/ regular cardiologist concerning svt. 11/21/12: office note. Dvt/pe 11/2012. Medication: coumadin. Wt. 200 lb, bmi 33.28. Exam: abdomen; obese. Incisional scars-laparotomy scar (healing). Non tender, no hepatosplenomegaly, no palpable abdominal masses. Impression: trouble regulating inr; may have to consider ivc filter. There are concerns of rejection of filter, since he had problems with abdominal wall mesh. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: updated results code. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to 8/3/2012 were not provided. On (B)(6) 2012: operative report. Preoperative diagnosis: abdominal incisional hernia. Postoperative diagnosis: abdominal incisional hernia. Name of procedure: repair of incarcerated abdominal incisional hernia using marlex mesh. Indications: ¿this is a 71-year-old gentleman who several years ago had undergone exploratory laparotomy for perforated peptic ulcer disease through an upper abdominal midline incision. He had been doing well. He apparently gained at least 40 pounds since then and now has a large irreducible epigastric incisional hernia, presents for herniorrhaphy. Description of procedure and findings: the patient was placed on the operating table in the supine position. General anesthesia with endotracheal intubation was obtained. Abdomen was prepped and draped in the usual sterile fashion. In the epigastrium, there was a large fascial defect. It extends from the xiphoid to the supraumbilical region. The skin was excised elliptically to remove the old scar and this was carried down into the subcutaneous tissue where a large hernia sac was identified. The sac was dissected along its interface with the subcutaneous tissue down to the edge of the fascial ring. After complete mobilization of subcutaneous tissue from the peritoneal sac, the fascial defect was clearly defined. The extent with the defect was approximately 12 x 8 cm. There was a sliding component to the peritoneal sac and the sac was opened with omentum trapped in the sac itself. These adhesions were divided to reduce all the peritoneal contents back into the anatomical peritoneal cavity. The peritoneum was then closed using running 0 vicryl suture. The peritoneum was dissected from the undersurface of the anterior abdominal wall to create a space between the posterior rectus sheath and the peritoneum. The dissection was carried at approximately 5 cm from the edge of the fascia. A piece of marlex mesh was then placed on top of the peritoneum and secured full thickness to the undersurface of the anterior abdominal wall using multiple mattress sutures of 0 vicryl. After securing the mesh to the undersurface of the anterior abdominal wall, secondary piece of mesh was then placed on top of the anterior wall of the fascia and secured around its periphery using multiple interrupted 0 vicryl sutures. After completion of securing of second piece of mesh, the subcutaneous tissue was tacked back to the anterior abdominal wall and the marlex mesh using 0 vicryl sutures. Subcutaneous tissue was reapproximated using 2-0 vicryl and skin was closed using skin staples. A dry dressing was then applied.¿ the records confirm a bard® mesh (non-gore device) was implanted. On (B)(6) 2012: pathology report. Final diagnosis: ¿skin, abdominal wall-excision skin with scar. No malignancy identified.¿ ¿case clinical information: incisional hernia. Gross description: the specimen is received in formalin labeled with the patient¿s name and ¿abdomen scar¿ and consists of a strip of skin with underlying subcutaneous tissue measuring 9.7 x 0.9 cm and 3.1 cm tick with a linear scar almost extending throughout the length of the skin. Representative sections are submitted in one cassette.¿ records between 8/3/2012 and 9/13/2012 were not provided. On (B)(6) 2012: operative report. ¿preoperative diagnosis: exposed marlex mesh status post repair of abdominal incisional hernia. Postoperative diagnosis: exposed marlex mesh status post repair of abdominal incisional hernia. Name of procedure: debridement of abdominal wound, removal of marlex mesh and repair of abdominal incisional hernia using sympathetic biodegradable mesh.¿ indications: ¿a 71-year-old man who had presented with a large incisional hernia. He had undergone repair of the incisional hernia with placement of marlex mesh. He is morbidly obese, had presented with serous drainage and subsequently had the subcutaneous tissue separated and had presented to the office with the marlex mesh been [sic] exposed. Description of procedure and findings: the patient was placed on the operating table in supine position. General anesthesia with endotracheal intubation was obtained. Abdomen was prepped and draped in the usual sterile fashion. The wound was examined, the marlex mesh was exposed. There was no gross suppuration. No odor. No frank pus. The entire opening of the skin and subcutaneous tissue was debrided away down into the subcutaneous tissue. The mesh was noted to be unincorporated anteriorly, but posteriorly was adherent to the peritoneum and the preperitoneal fat. Laterally, the mesh was firm within the fascial level. The mesh was excised with moderate attempts to separate it from the incorporate fascia but where the mesh was totally incorporated, the fascia was not resected. There are fragments of mesh still in the lateral aspects of the wound, especially in the fascia. Where the mesh was totally incorporated, it was not removed with a viable [sic] or otherwise is abnormal tissues. The wound was then copiously irrigated with antibiotic pulse irrigation with care taken to irrigate out the entire wound, especially along the fascial edges. A dualmesh synthetic mesh was then placed with the smooth side oriented towards the peritoneum. The edges were then secured using multiple interrupted mattress sutures of 0 vicryl to good healthy and intact fascia. After the synthetic mesh was placed, the wound was once again irrigated with antibiotic saline solution. A #10 jackson-pratt drain was placed and on top of the mesh and brought out through a separate stab wound in the left side of the abdomen. Subcutaneous tissue was reapproximated using #1 vicryl to reduce the potential dead space and the skin was closed using mattress stitches of 0 nylons. The drain was secured with a nylon stich. Dry dressing was applied.¿ the records confirm a gore® dualmesh® plus biomaterial (1dlmcp03/8610183) was implanted during the procedure. On (B)(6) 2012: intraoperative record. Specimen: ¿a. Infected abdominal mesh and skin. Type: routine specimen. Site: abdomen. Specimen: culture aerobic and anerobic from abdominal wound. Type: culture. Site: abdomen. ¿ on (B)(6) 2012: pathology report. Final diagnosis: ¿abdomen-removal of mesh. Abdominal skin and subcutaneous tissue with a wound lined by fibrin and granulation tissue. Nylon mesh surrounded by fibrosis with foreign body giant cell type reaction and granulation tissue and acute and chronic inflammation.¿ ¿case clinical information: infected abd mesh. Gross description: the specimen is received in formalin labeled with the patient¿s name and ¿abdominal mesh and skin¿ and consists of three pieces of disrupted white nylon mesh with some attached soft tissue measuring in aggregate 19.9 x 13 x 0.8 cm. Representative sections are submitted in cassette 1. Also received is a piece of skin and underlying soft tissue measuring 9.2 x 1.4 cm and 5.2 cm thick with a gaping wound measuring 4.8 x 0.8 cm. The wound has an empty cavity with a necrotic wall. Also received are multiple fragments of tan -yellow congested soft tissue measuring in aggregate 5.4 x 3.2 x 1.1 cm. Representative sections of the skin and soft tissue are submitted in two cassettes.¿ on (B)(6) 2012: missing records; a culture report detailing analysis of the specimens collected during on (B)(6) 2012 procedure was not provided. The patient was presumed to have been infected upon placement of the gore® dualmesh® plus biomaterial. On (B)(6) 2012: operative report. ¿preoperative diagnosis: abdominal wall abscess and infected abdominal mesh. Name of procedure: exploration of the anterior abdominal wall, drainage of abdominal wall collection, removal of previous mesh and placement of synthetic mesh.¿ indications: ¿this is a 71-year-old man who presented with an abdominal incisional hernia. He had a large abdominal defect, was repaired initially with mesh. He developed a large seroma and after drainage of the seroma, the mesh became exposed. He was taken back to the operating room where that the mesh was removed with some incorporated aspect of the mesh. Most of that mesh was removed except for the incorporated tissues. A dualmesh impregnated with antibiotics had been placed at that time and he was discharged home with jackson-pratts. Those jackson-pratts were removed and he was in a stable state and developed a large collection of serous fluid and was readmitted for possible infected serous fluid. That fluid has since continued to drain and he presents now for surgical drainage of that collection with examination of the wound. Description of procedure and findings: the patient was placed on the operating table in supine position. General anesthesia with endotracheal intubation was obtained. Abdomen was prepped and draped in the usual sterile fashion. He had a 3 mm opening to the midline surgical incision that was actively draining serous fluid. No obvious purulence was noted, but there is some redness to the surrounding tissues. Cultures were taken. The wound was opened down into a cavity where there was a large space. The mesh was identified. It did not demonstrate any evidence of incorporation and was therefore removed without any difficulty. The wound itself did not demonstrate any suppuration or purulence. No obvious pus was identified. The fascial edges were then identified. The wound was copiously irrigated with bacitracin and saline solution. A synthetic mesh was then placed and sutured using 0 vicryl to the anterior fascia to support the fascial defect. After this was placed, two jackson-pratts were placed in the lateral aspects of the wound and brought out through separate stab wounds along the anterior abdominal wall. The midline incision was then closed using interrupted 2¿0 vicryls and the skin was closed using 2¿0 nylon mattress sutures. After placement of the sutures, a dry pressure dressing was then applied as the jackson-pratts were secured at the skin level using 2¿0 silk sutures.¿ the records confirm a gore® bio-a® tissue reinforcement (fs2020/10404253) was implanted during on (B)(6) 2012 procedure. On (B)(6) 2012: intraoperative report. Case specimens: specimen: abdominal wall abscess swabs aerobic & anaerobi [sic]. Type: culture. Site: abdomen. Specimen: abdiminal [sic] wall abscess tissue, aerobic, anaerobic, & fungus. Type: culture. Site: abdomen. Rank: 2. Specimen: abdominal wall tissues & mesh. Type: routine specimen. Site: abdomen. Rank: 3. Nurses notes: ¿skin rashes notes both groins post-op mwrn binder applied with dressing.¿ on (B)(6) 2012: (B)(6), md, pathologist. Pathology report. Case#: (B)(4). Final diagnosis: ¿abdominal wall-incision and drainage partly necrotic tissue with inflammation, ingrowth of granulation tissue, fat necrosis and fibrosis. Portion of skin showing scar and inflammation. Portion of mesh. Clinically from abdominal wall abscess.¿ ¿case clinical information: abdominal wall abscess and mesh. Gross description: the specimen is received in formalin labeled with the patient¿s name and ¿abdominal tissue and mesh¿ and consists of a 12.5 x 12.3 x 0.1 cm piece of synthetic material and multiple tan-pink to yellow necrotic and hemorrhagic fibrofatty tissue fragments one of which with attached piece of tan skin measuring 7.5 x 6.8 x 3 cm in aggregate. The ellipse of skin has a linear scar measuring 7 cm in length. Representative sections are submitted in one cassette.¿ there is no information detailing the etiology of the infection. There are no reported allegations for the gore® bio-a® tissue reinforcement implanted on (B)(6) 2012. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.